Event description:
Had an ivc filter insertion case in the morning, and the filter kit that we used failed to work properly. Both the pusher and the sheath dilator could not fit into the filter cartridge; (B)(6) 2022 ivc filter insertion case. FDA safety report ID # (B)(4).